Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition. No intervention or procedure was reported. No intervention was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) exhibited noise over sensing resulted in pacing inhibition. No intervention or procedure was reported. No intervention was reported.